Event description:
It was reported that pump displayed cartridge change error during use, and impact to customer¿s blood glucose level was unknown. No additional information was received regarding the outcome of the event. Customer contacted technical support, inspected cartridge o-ring and pneumatic tap area, cleaned area with alcohol wipe or lint-free cloth, reattached cartridge securely, followed on-screen instructions, and successfully completed load process and resumed insulin delivery.